Manufacturer narrative:
Concomitant medical products: 6931-65 lead implanted: (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were inadvertently cut during mitral valve surge ry. The leads were attempted to be extracted but was unsuccessful. The leads were capped and remains in the patient. New ra and rv leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.